Manufacturer narrative:
The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found.

Event description:
Related manufacturer reference number: 2017865-2024-34855. Related manufacturer reference number: 2017865-2024-34856. Related manufacturer reference number: 2017865-2024-34859. It was reported that the patient presented with the skin of the device pocket appearing red, swollen, and experiencing discharge. The patient had an infection which caused improper healing at the pacemaker incision site. The physician explanted the entire system ¿ implantable cardioverter-defibrillator (ICD), right ventricular lead, left ventricular lead, and atrial lead due to infection. The patient was in stable condition.